Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: no patient information reported. Initial reporter: phone number (B)(6). Implant and explant dates: no information. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(6) reports an event in (B)(6) as follows: dhs lag screw did not fit through plate, alternative screw was used and fitted fine through the plate therefore the issue was with the screw. The surgery was prolonged about 5 mins. There was no patient harm. This report is 1 of 1 for (B)(4).